Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard num lock setting caused incorrect character entry and prevented user login. A technical support specialist checked the medbank application, identified that the number pad was enabled, pressed fn+num lock to correct the keyboard input, and confirmed the customer was able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini keyboard displayed a wrong number lock. The customer stated that they were unable to log in as a result. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini keyboard displayed a wrong number lock. The customer stated that they were unable to log in as a result. However, there were no delays or adverse events or injuries reported based on this event.